Event description:
We have been facing issues with deflated / ruptured balloons within these last two or three weeks. Only one patient is involved. 1st incident: the catheter was inserted on 13 may in the morning and in the evening, it was observed that the balloon had a hole (balloon deflation). Another catheter was inserted. 2nd incident 15 may, the catheter self-expelled in the hand of the caregiver, it was observed that the balloon was split. 3rd incident: 18 may. There was no urine in the collecting bag in the morning and thus we observed the catheter had self-expelled during treatment of the patient, the balloon was deflated. Consequences: these repeated catheterizations have increased the consumption of urinary catheters. There was sometimes an overinflation of the balloon to 12 or even 15ml to compensate for the deflated balloon previously inserted by the nurses. But this does not concern all the events observed apparently. So, we trained again nurses and we reminded the good practice: maximum 10ml. But sometimes also a deflated or punctured balloon has been observed without overinflation. No other consequence for the patient. Patient is fine. No presence of stones or incrustations that we know.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Manufacturer narrative:
Qn#: (B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. One actual sample was returned for investigation. Based on the complaint description, it was reported that the user has been facing issues with deflated / ruptured balloons. Review of the sample provided, observed that the balloon has likely burst. Close examination of the balloon surface showed scratch marks near the burst line. Such evidence of scratches may happen due to several reasons such as being in contact with sharp object during use i.e contact with clamper, kidney dish/tray. The scratched area affected the thin silicone membrane structure and likely to give away during inflation of the balloon or while in use over some period. In our current standard operating procedure (spm-a52-004), after completed assembled, the catheters are then being inflated with air at 1.5 times the inflation volume before being tested for any leakage. The balloons are then subjected to leak test for 20 minutes and upon completion of the test, will be subjected to deflation process and only products that passed all the tests will be shipped out. The evidence of scratches on the balloon indicated external force intervention towards balloon structure and strength found on the r eturned sample which had cause balloon to burst. Therefore, this complaint could not be confirmed.

Event description:
We have been facing issues with deflated / ruptured balloons within these last two or three weeks. Only one patient is involved. 1st incident: the catheter was inserted on (B)(6) in the morning and in the evening, it was observed that the balloon had a hole (balloon deflation). Another catheter was inserted. 2nd incident 15 may, the catheter self-expelled in the hand of the caregiver, it was observed that the balloon was split. 3rd incident: 18 may. There was no urine in the collecting bag in the morning and thus we observed the catheter had self-expelled during treatment of the patient, the balloon was deflated. Consequences: these repeated catheterizations have increased the consumption of urinary catheters. There was sometimes an overinflation of the balloon to 12 or even 15ml to compensate for the deflated balloon previously inserted by the nurses. But this does not concern all the events observed apparently. So, we trained again nurses and we reminded the good practice: maximum 10ml. But sometimes also a deflated or punctured balloon has been observed without overinflation. No other consequence for the patient. Patient is fine. No presence of stones or incrustations that we know.